Event description:
The customer reported that images are being lost, or stored in the incorrect patient folders. No patient injury was reported.

Manufacturer narrative:
A ge representative has not yet evaluated the system.